Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device; product ID 355531, serial# unknown, product type: screening device. (B)(4).

Event description:
It was reported that there was no alleged product issue. It was reported that the trial leads were placed with no difficulty. The patient experienced unexplained pain post-op and the trial leads were removed. The patient experienced burning sensation, pain, spasm, and sweating (diaphoresis.) The location of the issue or symptom was at the low back and bilateral leg. The patient handled trial placement procedure well. During recovery the patient experienced increased pain in back and legs that persisted for one hour. The leads were removed and the pain persisted. The physician admitted the patient to ER for management of pain. Actions required as a result of the event included hospitalization. No further interventions were required. The physician reported that the pain resolved completely and the patient returned for full activity by the next morning.